Event description:
It was reported that catheter separated from port. Surgical intervention was required to remove the catheter. There were no pt complications. Additional information has been requested.